Event description:
Reportable based on analysis completed 05/21/2009. It was reported that during a percutaneous coronary intervention (pci) procedure, crossing difficulties were encountered. The 99% stenosed target lesion was located in the severely tortuous and calcified proximal left circumflex (lcx). The 3.00x20mm taxus liberte stent delivery system (sds) was advanced to the lesion after predilation, but was unable to cross the lesion. Eventually, a hypotube kink occurred. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt condition listed as "good." Device analysis indicated the stent had moved on the balloon and was damaged.

Manufacturer narrative:
A visual and microscopic examination found that the stent had moved on the balloon 2mm distal to the distal side of the proximal markerband. The stent was damaged on its distal section on rows 1 to 6 with struts misaligned. A visual examination also revealed that there was a break on the hypotube located 20.4cm from the catheter's strain relief (csr). There were kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing records were reviewed and no issues or discrepancies were found and the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical and or procedural factors. (B)(4)